Manufacturer narrative:
A replacement breast pump was sent to the customer. A medela clinician attempted to contact the customer via phone and e mail to inquire about her health status and performance of her replacement pump. The customer did not respond to any attempts made by the medela clinician. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that her pump in style breast pump had low suction. The customer went to the ER and was told by a physician that she has mastitis and was prescribed an antibiotic. During troubleshooting with customer service, the customer found a hole in the diaphragm of her breast pump which could be the cause of low suction.